Event description:
It was reported the device is constantly losing data, during testing. No patient involvement was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label missing, scratches and cracks on lcd lens screen, bubbled dso (downstream occlusion sensor) seal. The customer stated problem was duplicated. Main board(internal battery-low voltage) unable to hold on current data memory. Device had a late event log date due to the main board internal clock battery low voltage. Recharged the internal clock battery for 200 hours. Cleared the error code. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.